Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alarm not very loud and erasures insulin pump. Crack in front of screen, oily rainbow effect on screen. Insulin pump had rejected new batteries and unexplained no delivery alar. Plastic chips when changing reservoir. Backlight did not very bright at all. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer returned insulin pump for an alleged insulin pump erasures. Cracked screen, rainbow effect, rejected battery, random no delivery backlight and not very bright. Device received with all operating currents within specification ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. The insulin pump history download using thds was successful. However, on the reports data shown (B)(6) 2021 04:05:34 daily insulin total = programmed: (B)(4) unit delivered: (B)(4) unit the following were noted during visual inspection: minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump passed require testing. No excessive no delivery/occlusion alarm noted. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm. No unexpected backlight anomalies noted. No unexpected missing segment anomalies noted. (Not confirmed). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.